Manufacturer narrative:
Investigation summary: a sample is not available for evaluation. A review of the device history record was completed for batch# 7030657. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200684617, 200684081, 200683678, 200683876, 200684647] noted that did not pertain to the complaint. Conclusion: without a sample an absolute root cause cannot be determined.

Manufacturer narrative:
Medical device expiration date: unknown. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
Complaint summary detail: this complaint is MDR reportable. It was reported that the bd insulin syringe with the bd ultra-fine¿ needle 1ml 30gx1/2" had liquid come out when pressing air out and saw liquid when the shield was removed. Found before use. There was no report of injury or medical intervention.